Event description:
It was reported that a malfunction occurred on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided pump reset information and helped the customer reset the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunction code reappeared, which the customer understood.